Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported after a monitoring feature had been turned on for 90 days no diagnostic data was stored. The patient will be monitored.